Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
User reported having problems following implant of mesh.

Manufacturer narrative:
The prolite mesh was not returned as the device had been implanted. Multiple attempts to obtain further information was unsuccessful. Based on the investigation atrium medical corporation cannot conclude that the device was faulty. Without any further information it is impossible to determine the root cause of the complaint. This lot of prolite mesh met all quality and performance requirements based on the review of the device history records and inspection data. Clinical evaluation: prolite is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs.